Event description:
It was reported that pump display showed only backlight with no graphics visible, which prevented customer from reading or interacting with pump screen. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level. The customer reverted to manual injections for insulin therapy.